Manufacturer narrative:
(B)(4). Actual device returned & evaluated. No failure detected, device operated within specification. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 200-257mg/dl fasting. Verified the strips expired 4/16/2018. Customer confirms the strips have been properly stored and were first opened the week of october 12. . Customer performed a blood test and obtained 455mg/dl. Reviewed meter memory: 1:455mg/dl (B)(6) 2015 05:29:00 pm fasting:no. 2:353mg/dl (B)(6) 2015 04:41:00 pm fasting:no. 3:124mg/dl (B)(6) 2015 01:44:00 pm fasting:no. 4:47 (control) mg/dl (B)(6) 2015 05:25:00 pm fasting:no. Memory concerns:customers concern: with 455mg/dl on (B)(6) 2015 5:29:00 pm. Customer had a complaint her true result meter was giving results higher than her expected non fasting range of 200-257mg/dl. Customer initially called for training once she obtained the result of 455mg/dl she stated the result was high, the result obtained was not fasting.the date and time are not set properly on the meter. Customer stored meter and strips properly in the bedroom. Customer performed a test with her old contour meter a result of 340mg/dl.